Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.6¿ proximal to the distal tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The root cause of the fractured tips was determined to be a design/process issue.

Event description:
During the procedure, the tip of the catheter broke (but did not completely detach) when the catheter was advanced to the iliac vein. Another ice catheter was used to complete the procedure with no consequences to the patient.